Manufacturer narrative:
Date of report: 27aug2018. (B)(4). Updated contact name. Date received by manufacturer: 29jun18. The field service engineer (fse) evaluated the device and found error codes in the diagnostic log relevant to the reported condition. The fse reported that the ventilator came with primary and back up audio failure. The speaker going to the motor controller (mc) printed circuit board (pcb) was disconnected. To address the issue, the fse reconnected the cable. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was inoperable. The customer reported that the power management (pm) printed circuit board (pcb) and motor controller (mc) pcb were replaced but it did not resolve the issue. The ventilator was not in use on a patient at the time of the event occurred.